Event description:
Healthcare professional reported that two aortic punches would not function and one was too dull to cut the tissue. There was no report of adverse affects to the pt and the product was not returned for analysis.